Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information, and oversensing information. Analyst commented, asystole episode recorded (#1026) with some non-physiological oversensing seen on the electrocardiogram (ECG). Multiple episodes recorded with apparent undersensing seen on the ECG.

Event description:
It was reported that during use the implantable cardiac monitor (icm) exhibited undersensing, signs of loss of contact (sharp deflection, oversensing) and noise episode. The icm remains in use. No patient complications have been reported as a result of this event.